Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass. The insulin pump was received with a cracked case at the display window corners and a cracked display window. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer's mother reported via phone call indicating physical damage on the customer's insulin pump. The caller stated that the screen on the insulin pump is shattered. The customer dropped the device while changing the set. The patient's blood glucose level was 130 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.